Event description:
It was reported that during a colostomy reversal procedure, the device was fired and the cartridge was reviewed; it had fired a partial fire 3/4 to the distal end. The surgeon then used another device to complete the procedure. The procedure was prolonged less than an hour. Patient is stable. No other information was available.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.